Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The customer's meter and test strips were provided for investigation where they were tested using retention controls. The customer provided two vials of test strips for lot 43002022. Vial 00144918 contained one test strip. Testing results (qc range = 2.5 - 3.7 inr): vial 00144918: qc 1: 2.8 inr. Vial 00135282: qc 1: 2.7 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant high inr results with a coaguchek xs meter serial number (B)(4) compared to a laboratory stago satellite analyzer with neoplastine ci +10 reagent. The customer had two test strip vials of the same lot number. One test strip from each vial was used for testing. At 10:04 a.m., the customer¿s meter result was 6.9 inr. At 10:07 a.m., the customer¿s meter result was 7.0 inr. At 11:30 a.m., the customer¿s laboratory result was 4.25 inr. The customer¿s therapeutic range is 2.5- 3.5 inr.